Event description:
It was reported that the patient had elevated pump power and elevated pump flow as well as elevated lactate dehydrogenase levels. The patient's log file captured routine events as there were no notable alarm conditions or parameter changes. The pump appeared to be functioning as intended.

Manufacturer narrative:
A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
Additional information was received that the power and flow were baseline at the time of log file download. There was no indication that the patient had elevated power or flow. There was no additional treatment. Labs were repeated and were at baseline. The elevated ldh was likely due to lab draw technique and there was no actual hemolysis.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate (hm) 3 left ventricular assist system (lvas), serial number (B)(6), and the reported events could not be conclusively determined through this evaluation. The controller event log file contained events from 06oct2022 through 10oct2022. Power and flow were unremarkable. No notable events or alarms were captured, and the pump appeared to function as intended at the set speed. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on 14jul2020. The heartmate 3 lvas IFU, rev. C is currently available. Section 1 of the IFU, ¿introduction¿, lists potential adverse events, including hemolysis, that may be associated with the use of the heartmate 3 left ventricular assist system. Section 6 of the IFU, under ¿anticoagulation¿, provides information regarding the recommended anticoagulation therapy and inr range, as well as suggested anticoagulation modifications. No further information was provided. The manufacturer is closing the file on this event.